Event description:
Customer stated that she did not have any malfunctions but was hospitalized for high blood glucose, chest and side pains. Customer stated that her blood glucose was 500 mg/dl and she took a lot of insulin to bring the blood glucose down. Customer stated that she two low blood glucose episodes because she did not eat all the food she bolused. Customer also stated that her doctor make adjustments on her insulin pump two weeks prior of the adverse events. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).